Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had up arrow button harder to push and lost setting. No harm requiring medical intervention was reported. The insulin pump did not got low battery alert and battery alert on good batteries. The device will not be returned for analysis.